Event description:
Tech had drawn pt. When tech removed the holder from the non-pt needle end, the sleeve had not retracted over the needle and tech stuck left thumb. Tech did not require any treatment for the injury, no stitches or other medical intervention required. No baseline testing (source was non infectious).